Event description:
It was initially reported that high lead impedance was observed on a diagnostic test performed. The pt was also said to be having an increase in seizures, which were still below pre-vns baseline levels. The patient was referred for lead revision and prophylactic pulse generator replacement. It was noted that the pt's lead appeared to be fully inserted at the time of surgery and there didn't appear to be any lead breaks or detachment from the nerve as stated by the surgeon. The explanted lead portions and pulse generator were returned to the manufacturer for analysis, which has yet to be completed. Programming history available in the manufacturer's database show that the last known diagnostics were within normal limits. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.